Event description:
Baxter international reported eight incidents of occluding fibers during the first use of the ca 170 dialyzer. No pt injury or medical intervention was reported. To date, no further info has been provided to baxter.